Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this report is based upon the info provided to the MFR. Add'l info will be provided following the conclusion of the MFR's investigation which may include updates or changes to the eval codes.

Event description:
The pt was in bed with the back rest raised; the nurses needed to move him up the bed, so nurses stood at each side of the bed (all positions mentioned are looking from the foot end of the bed). The nurse stood on the left-hand side (lhs) used the lower button on the main control panel to lower the back rest down and the bed operated normally. The down button was released but there was a need to lower the pt more; the lower button was pressed again but this time the back rest raised. All buttons were released and he right-hand side (rhs) nurse used the outside pt control panel to attempt to lower the back rest, but this also did not work. The rhs nurse pressed the up button and the actuator raised the back rest, but when the button was released, the back rest continued to lift. It was found that the only way to stop the movement was to press the CPR button, which stopped the movement and put the bed in the correct CPR position. The bed was taken out of use pending further investigation. No injuries were reported to have been sustained by the pt or caregivers.